Event description:
The mircocatheter moved out of the aneurysm while repositioning the subject device. The physician pulled out the main coil and put it back inside the introducer sheath. The physician was able to reposition the microcatheter back into the aneurysm but failed to use the subject device since it was stuck inside the introducer sheath. No complications were reported to have occurred with the patient.